Event description:
H10 (continued): continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Bloodlines were attached to the blood ports, and caps were on the dialysate ports. Blood was present throughout the dialyzer, including on the outside of the fibers. During the visual evaluation, a fiber fragment was noted on the non-cavity ID end at approximately 90°, with the dialysate ports situated at 0°. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, three fiber fragments within close proximity to each other were identified. It was noted that two of the fiber fragments were flush with the polyurethane (pu) and one fiber end measured approximately 0.18mm in length from the potting surface. Opposing ends were not identified. Further examination of the complaint device did not identify any other damage or irregularities. The sample was not subjected to a laboratory leak test since this failure is known to affect the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There were two approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred approximately ten minutes after the start of treatment. The rn confirmed the blood leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for the presence of blood. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was discontinued. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not develop any symptoms due to the incomplete treatment. Since the event, the rn confirmed the patient has returned to regularly scheduled dialysis treatments without issue. It was confirmed that the sample was available to be returned for manufacturer evaluation.